Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed events consistent with driveline damage; however, a specific cause for these events could not be conclusively determined as no product was returned for evaluation. X-ray images of the length of the internal and external portions of the driveline were submitted. Potential areas of concern were noted; however, damage to the driveline could not be confirmed through the images. The submitted log files collectively contained data from 23sep2025 through 06nov2025. The fixed speed was set to 9400 revolutions per minute (rpm) with a low-speed limit of 9000 rpm. Low speed advisory alarms were captured on (B)(6) 2025 at 02:41:58, 02:43:28, and 02:47:41. These events occurred while operating on the power module and were associated with decreases in speed to as low as 7710 rpm. Based on previous complaint history, the abnormal pump operation appeared to be consistent with potential driveline wire compromise. No other notable events or alarms were captured. The patient remains ongoing on heartmate ii left ventricular assist system, serial number (B)(6), with no further related events reported at this time. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU), and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline; however, heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents address damage due to wear and fatigue of the driveline and outline indications of driveline damage, as well as the how to respond to such events. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline system controller alarms and provides information regarding how to respond to and troubleshoot the alarms. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The event of short to shield is addressed under MFR# 2916596-2025-07466. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient presented to clinic after they experienced a few low-speed advisories. Log files were submitted for review and captured three low speed advisories between 2:41 am and 2:47 am on (B)(6) 2025. X-rays were performed and the patient was asleep and asymptomatic at time of event. It was noted that the patient had no fluctuation in weight over the past year and there was not driveline trauma. It was also noted that the speed drops were also seen in the log file associated with short to shield. There were no other unusual events recorded in the log file event history.

Event description:
It was later reported that the short to shield was confirmed via x-rays of driveline. The patient was provided an undergrounded cable and sent home.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.